Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the run time was fine and ensured the batteries charged back to 100 percentage. They were unable to find error codes that would reflect an issue. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) had battery charge error. There was no patient involvement.